Event description:
The customer reported damage to the pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer service team arranged to replace the pump, instructed the customer on returning the faulty pump using a prepaid label, and provided guidance on using the replacement pump once received.